Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the cause of the implant stimulation turning off on its own could not be detected. The patient stated that they were told the battery wasn't fully charged. The patient stated that the technician went over with the patient how to use their device when it was fully charged. The issue was not resolved and no plans were made to resolve it.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said the controller will not hold the stimulation on/off button. Patient said every time they charge the controller they check the stimulation and the next morning it hasn't done anything. Agent asked patient if their stimulation was turning off on its own, patient said they see stim on but it turns off on its own. Agent asked, pt said they haven't noticed if it turns off at specific times. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.